Manufacturer narrative:
Product ID: 3889-28, lot# v207130, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported there was a problem with the patient programmer. In addition, the patient experienced a loss of therapeutic effect. She felt like the device was poking her, like a needle, and it gave a throbbing sensation. The patient claimed "it be on and off for a while." It got worse following a fall in march. The patient could not lower the stimulation, due to the patient programmer issue. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.